Manufacturer narrative:
Based on the lot history review the used product complied with all manufacturing specifications leading to final device release. In reviewing manufacturing and quality records, no relevant manufacturing process changes were implemented that could have led to the event reported. No manufacturing anomalies or deviations, which may have caused or contributed to the event reported, have been identified. Based on the investigation of the returned sample it is confirmed that the stent was partially released when a force transmitting wire fractured at the proximal end and that the stent deployment was manually completed by opening the grip and pulling on the green wire. An abnormality leading to the fracture could not be identified. Increased friction was considered as reason for increased release force and subsequent fracture of the force transmitting component. No indication was found for a manufacturing process related issue. Potential factors that could have led or contributed to the reported issue have been considered. Previously reported similar complaints have been reviewed to find the root cause. The reported event may be related to difficult anatomical conditions as tortuous or calcified vessels may lead to increased friction. Furthermore, the event reported may be use related as rough handling especially during unpacking may lead to deformation and subsequent release force increase. Based on the information available a definite root cause for the event reported could not be determined. In reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit". The IFU also states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The event is currently under investigation. Neither the product catalog number nor the lot number of the subject device has been provided; therefore, a device history record review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent partially deployed in the right proximal popliteal through the mid sfa. There was no reported patient injury.